Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Date of event - occurred on an unknown date in 2009. Date explanted - occurred on an unknown date in 2009.

Event description:
Patient underwent a hip revision procedure approximately four years post implantation due to unknown reasons. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Concomitant medical product - biomet ringloc acetabular shell catalog#: 135262 lot#: 716520, biomet low profile screw catalog#: 103531 lot#: 169440, biomet ringloc acetabular liner catalog#: xl-105896 lot#: 180100.